Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2017 and will be returned for analysis.

Event description:
Reportedly, the ICD could not be interrogated during last follow-up in inductive telemetry using four different programmers. Pacing spikes were visible on the ECG trace and the patient had some phrenic-nerve stimulations. Preliminary analysis confirmed the reported inductive telemetry blockage. Rf for remote monitor setting was programmed off. Patient care recommendations have been provided to replace the device.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported behaviour (blocked telemetry).

Event description:
Reportedly, the ICD could not be interrogated during last follow-up in inductive telemetry using four different programmers. Pacing spikes were visible on the ECG trace and the patient had some phrenic-nerve stimulations. Preliminary analysis confirmed the reported inductive telemetry blockage. Rf for remote monitor setting was programmed off. Patient care recommendations have been provided to replace the device.

Event description:
Reportedly, the ICD could not be interrogated during last follow-up in inductive telemetry using four different programmers. Pacing spikes were visible on the ECG trace and the patient had some phrenic-nerve stimulations preliminary analysis confirmed the reported inductive telemetry blockage. Rf for remote monitor setting was programmed off. Patient care recommendations have been provided to replace the device.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the ICD could not be interrogated during last follow-up in inductive telemetry using four different programmers. Pacing spikes were visible on the ECG trace and the patient had some phrenic-nerve stimulations preliminary analysis confirmed the reported inductive telemetry blockage. Rf for remote monitor setting was programmed off. Patient care recommendations have been provided to replace the device.

Event description:
Reportedly, the ICD could not be interrogated during last follow-up in inductive telemetry using four different programmers. Pacing spikes were visible on the ECG trace and the patient had some phrenic-nerve stimulations preliminary analysis confirmed the reported inductive telemetry blockage. Rf for remote monitor setting was programmed off. Patient care recommendations have been provided to replace the device.